Manufacturer narrative:
The customer reported that the tiles on the central nurse's station (cns) go black every 2-5 minutes. The customer also mentioned that when they try to add a note in the tile, the data beak erases the information entered, making them re-enter the information. The system engineer checked the servers and did some checks on the switches. The engineer also checked for duplicate ips; however, nothing came up, there was no server or network issues. Technical support (ts) asked the customer to provide the cns logs for review. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the tiles on the central nurse's station (cns) go black every 2-5 minutes. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the tiles on the central nurse's station (cns) go black every 2-5 minutes. The customer also mentioned that when they try to add a note in the tile, the data beak erases the information entered, making them re-enter the information. The system engineer checked the servers and did some checks on the switches. The engineer also checked for duplicate ips; however, nothing came up, there was no server or network issues. Technical support (ts) asked the customer to provide the cns logs for review. There was no patient injury reported. Investigation summary: the device was not returned for evaluation and the customer did not provide logs for review; therefore a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/15/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/17/2025 I called douglas to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for douglas to call me back with this information. Attempt # 3: 09/19/2025 I called douglas to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for douglas to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.

Event description:
The customer reported that the tiles on the central nurse's station (cns) go black every 2-5 minutes. There was no patient injury reported.